Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2025 product type screening device product ID 306001 lot# unknown serial# implanted: (B)(6) 2025 : product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the trial was initiated on (B)(6) 2025. The rep stated that the cause of the communication error was determined. The most likely cause of the event was due to the patient pulled out the pne wires after having a bowel movement. When asked about the steps taken to resolve the issue, the rep stated that there were no further steps can be taken to resolve the issue. On (B)(6) 2025 e2 (rep): additional information was received from the manufacturer representative (rep). The rep stated that the issue of the device not connecting was because the leads were pulled out. Unknown if any further steps were taken. To their knowledge the problem had been resolved because the basic trial was over. Further steps are between patient and managing director if patient wants to proceed with snm therapy.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot#: unknown serial#; implanted: on (B)(6) 2025 product type: screening device; product ID: 306001; lot#: unknown serial#; implanted: on (B)(6) 2025; product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot#: unknown; product ID: 306001, serial/lot#: unknown, b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2025. It was reported that the caller received a notification from support link where issue was already documented. The patient started their evaluation with 2 leads on (B)(6) 2025 (2 days ago) and seeing communication error on handset. The agent reviewed error and possible reasons for it. The caller will contact patient and call the agent back if needed. Additional information was received from the manufacturer representative (rep). The rep stated that the trial was initiated on (B)(6) 2025. The rep stated that the cause of the communication error was determined. The most likely cause of the event was due to the patient pulled out the pne wires after having a bowel movement. When asked about the steps taken to resolve the issue, the rep stated that there were no further steps can be taken to resolve the issue.

Manufacturer narrative:
Coding update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.